Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) gmbh received a report that the sorin heater-cooler system 3t tested positive for mycobacteria. This was discovered during maintenance, so there is no known patient involvement. A sorin group field service representative was dispatched to the facility to inspect the reported contaminated unit. The inspection of the outer and inner parts of the sorin heater-cooler systems revealed residuals and biofilm on the pumps of the water circuits. Photographs were taken and sent to sorin group (B)(4) for further evaluation. Based on the obvious biofilm in the water circuits of the inspected device, it was concluded that the users have not strictly followed the cleaning and disinfection instructions outlined in the IFU. As corrective action, the facility has begun following the cleaning and disinfection procedures in the current IFU and has confirmed that they perform disinfection on a bi-weekly basis. The unit has been returned to service, however the customer is still reporting contamination. The customer has reported that they have taken a decision not to remove the heater-cooler machines from service because of their need to continue to provide cardiac surgery. The customer has reported they have taken this decision because they believe it is a greater risk to patients to cancel cardiac cases than to use the heater-cooler machine. A review of the DHR could not identify any concessions, deviations and nonconformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria. This was discovered during maintenance, so there is no known patient involvement. The investigation has been completed and the unit is still in use at the facility. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. Evaluated on site by sorin service rep.

Manufacturer narrative:
There is no known patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria. This was discovered during maintenance, so there is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria. This was discovered during maintenance, so there is no known patient involvement.